Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump screen became frozen on the "detecting cartridge screen" and the customer was unable to clear the notification. During troubleshooting with tandem technical support, the notification was able to be cleared and the customer was able to load a cartridge successfully. The customer's blood glucose (bg) level was impacted (500 mg/dl) the customer took a bolus to stabilize bg level.